Manufacturer narrative:
Additional information was received on 8/14/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 8/17/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual examination of the device, a tear was observed on the anterior aspect measuring approximately 2.0 cm. Leak testing was performed, according to the mentor procedure, and no other tear was observed. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with two 375cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation post procedure. As a result, patient has a planned explantation and will be replaced with two 375cc mentor smooth round moderate profile saline breast implants on (B)(6) 2020. This medwatch form is for the left breast prosthesis.